Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the nurse changed the drainage bag, she clamped the catheter with oval pliers. The catheter was found broke and urine splashed out. Removing the catheter and implant a new one. Additional information states: after confirming with the customer, it was likely that the operation caused the catheter break. And training has been performed to the operator. No sample will be returned.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that when the nurse changed the drainage bag, she clamped the catheter with oval pliers. The catheter was found broke and urine splashed out. Removing the catheter and implant a new one. Additional information states: after confirming with the customer, it was likely that the operation caused the catheter break. And training has been performed to the operator. No sample will be returned.